Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 406 mg/dl. The customer did give further information on high blood glucose. Customer states she has been experiencing high blood glucose after changing to a new loaner pump. Customer asked to check settings, settings seemed very low to her will call her doctor to correct settings. Customer did not perform trouble shooting. The pump will not be returning.